Manufacturer narrative:
Method: device not returned, f/u with rep.

Event description:
It was reported a clinical study patient underwent an x-stop procedure at levels l3/l4 and l4/l5. Fourteen days post procedure, the implant at level l4/l5 shifted posteriorly. Eight weeks post procedure, the patient experienced increased back pain in the paraspinous muscle region. The pt was unable to perform daily activities. The patient was treated with physical therapy and the symptoms resolved within four weeks. It was reported by the patient that "he had a laminectomy and removal of the x-stop devices on (B)(6) 2010 by a physician in (B)(6)." The pt had moved from (B)(6) to (B)(6); the x-stop was implanted in (B)(6) on (B)(6) 2008 by (B)(6) as part of the (B)(4) study. Eight days post-op, a hematoma was discovered and the patient was taken back to the operating room. A staph infection at the operative site developed . No add'l info was reported.